Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain: I am not sure what to do with this. There is no complaint here and no complication related to the device.

Manufacturer narrative:
(B)(4). Publication year of 2019; batch # unk. This report is related to a journal article, therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
Title: 'flexible endoscopic zenker¿s diverticulotomy with an articulating bipolar energy sealer'. Authors: philip a. Weissbrod, md; aria jafari, md; shanglei liu, md; santiago horgan, md; and robert a. Weisman, md. Citation: otolaryngology, head and neck surgery 2019, vol. 161(5) 906¿908; doi: 10.1177/0194599819865468. The purpose of this retrospective study was to review the experience with flexible endoscopic diverticulotomy (fed) with an articulating bipolar energy sealer for cricopharyngeal and diverticular wall division in patients where transoral rigid access was not possible. Between 2012 and 2018, 5 patients (male=4; mean age=68.0 ± 14.2 years) underwent fed. During the procedure, articulating bipolar energy sealer (abes) (articulating enseal g2 tissue sealer (ethicon)) was inserted adjacent to the endoscope, both through perforations in the glove. The overtube was maintained just proximal to the cricopharyngeus (cp) throughout the procedure. The abes was advanced under endoscopic guidance; the articulation was adjusted to best access the bar; and the jaws were closed over the mid-cp, at which point the device was activated and the blade advanced by the surgeon. The jaws were subsequently advanced along the cp and esophageal-diverticular wall, with sequential inspection and division of the party wall, until continuity between the pouch and cervical esophagus was achieved. Reported complication included worsening reflux (n=1). The patient reported subjective improvement or resolution of symptoms at clinical follow-up. In conclusion, fed with abes is safe and promises to be useful in situations where rigid visualization is inadequate or candidacy for open surgery is poor.